Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g (620, 640 and 700 series) insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self test. Customer completed second self test. Customer reported that the insulin pump always heat even after entering a cool room. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
S/w version: 2.9d, retainer ring: clear, pump case: ngp. Customer returned pump, for an alleged device heating up. And pump error 63 found on 01-sep-2022. The pump passed, the displacement test, active current test, and self test. However, pump did not pass, sleep current test. No device heating up noted, during testing. No pump error 63 noted, during testing. Successfully downloaded history files and traces using thus. Confirmed, pump error 63 variable. 3 was noted in the history download on (B)(6) 2022 21:01:29.000, due to broken trace u1 pin6 on keypad assembly. Pump was cut open to perform visual inspection. And found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted, during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked case - corner of belt clip rails, cracked retainer and minor scratches on lcd window. In summary, customer allegation for pump error 63 was confirmed, in pump downloaded history, due to broken trace u1 pin 6. Device heating up was not confirmed. Retainer ring damage was confirmed, where cracked retainer was noted. Sleep current test failure suspected to be pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.